Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found damage to the distal stent rows 4, 5 and 11. The rows were damaged and deformed and the stent struts were lifted and pulled in a distal direction. The undamaged crimped stent outer diameter (od) was measured which is within maximum crimped stent profile. A visual and microscopic examination found damage to the tip. This type of damage is consistent with excessive force being applied to the delivery system. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the device found that there were no issues with the mid shaft, inner or outer polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on april 24, 2017. It was reported that crossing difficulties were encountered. The (B)(4) stenosed target lesion was located in a severely tortuous and severely calcified coronary artery. A 24 x 3.50mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damaged.